Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and a high ketone level. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered via intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.